Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition for greater than two seconds of asystole. An invasive procedure was performed. The device was explanted and replaced. The rv lead was connected to the left ventricular (lv) port of the replacement device and lv sensing was programmed off. The lv lead was plugged into the rv port of the device and appropriate sensing was observed. No additional adverse patient effects were reported. This product remains implanted and in service.